Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the objective lens glue peeled due to physical stress of repeated use, external factors, or handling of the device. The issue can be detected by following the instructions provided in: operation manual, chapter 3 - preparation and inspection, section 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the adhesive around the objective lens is peeled, there was a leak, the insertion part curved rubber had a scratch and the adhesive part was chipped, the connection tar section slide cover needed modification, the connector part had vent metal that needed modification, the connector part light guide cover glass was deformed, the connector part light guide connector needed redomed, the connector section video cable was damaged, the connector part video connector cover needed modification and the connector part video connector was cracked. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited that the adhesive around the objective lens is peeled. There were no reports of patient involvement.